Event description:
Boston scientific received information that the lead safety switch (lss) feature was activated on the right ventricular (rv) lead in this non-pacer dependent patient. Upon device evaluation, the device was reprogrammed to unipolar and the sensitivity was changed to 4mv. The patient reportedly uses excessive arm and shoulder movements and suspect that this may have caused the observation. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.